Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with two 500cc mentor smooth round moderate plus profile saline breast prostheses. Post-operatively, the patient self diagnosed a spontaneous left breast deflation. As a result, the patient underwent implant removal and replacement with another 500cc mentor smooth round moderate plus profile saline (catalog: 3502500) on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with two 500cc mentor smooth round moderate plus profile saline breast prostheses. Post-operatively, the patient self diagnosed a spontaneous left breast deflation. As a result, the patient underwent implant removal and replacement with another 500cc mentor smooth round moderate plus profile saline (catalog: 3502500) on (B)(6) 2022.

Manufacturer narrative:
On march 3, 2022, the mentor failure analysis lab received a device with a different lot number for evaluation. It was the concomitant device: 500cc mentor smooth round moderate plus profile saline catalog: 3502500 ,lot: 7321764, sn: (B)(6). Multiple follow-ups were performed but no clarification was made available. On march 25, 2022, mentor updated the suspect medical device to the received device. If additional information is received. A supplemental will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On march 25, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 500cc breast implant had a crease/fold on the posterior view. Additionally a tear was noted within the crease, measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.